Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation of the returned device revealed that the two flutes broke off. The flute edge is dented and the surface texture of the breakage is slightly rough. The device met all material specifications as received. Device history record review revealed nothing relevant to this event. This is typical in metal mechanical fractures as a result of bending stress. Only one of the two broken flutes was returned. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a proximal biceps tenodesis case, the surgeon put in a 2.4 guide pin; reamed over with an 8.5mm reamer. He tried to insert the tendon but was having problems getting into the socket. He then went to re-drill and saw that the tip had broken-off the reamer, ar-1408lp-50. Surgeon completed the procedure and after completing the procedure another incision was made to retrieve the tip.